Manufacturer narrative:
It was reported a patient experienced a burn on the right forehead during thermage cpt treatment. The highest energy level used was 2.5. The customer reported e174 and observed sparks from the treatment tip. The treatment tip and data card were returned for evaluation. Error indicates a recoverable problem that requires operator intervention. If the error occurs during an radio frequency treatment, the radio frequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the handpiece and system performed as expected. Errors show over force, under force and tip tilting as technique issues that occurred during treatment. During evaluation of the treatment tip, service confirmed damage on the tip membrane along the radio frequency trace. Investigation found flame/sparking from tip membranes are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. This damage of the membrane can cause the radio frequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area resulting in a burn. According to thermage cpt system technical user¿s manual (p009240-05 rev. B) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data log, the handpiece and system performed as expected during this treatment. The data card evaluation found possible technique issues related to under force errors occurred. Service confirmed damage on the tip membrane along the radio frequency trace. Based on the available information, patient burns, and blisters were most likely caused by damage on the tip membrane along the radio frequency trace. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Complaint type identified within risk analysis and performing within anticipated rate. Trending will be performed to monitor this issue.

Manufacturer narrative:
The product evaluation has been completed. The tip was used for 385 treatments it passed flow, and thermistor testing, but failed the leak testing, and visual testing due to the observation of dielectric breakdown. No functional test was able to be performed due to dielectric breakdown. Evaluation of system logs and treatment tip has been completed. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. Final test verification specifications are acceptable. No non-conformity or anomalies found related to this complaint when reviewing the device history record for serial/lot number 080618-002. Further investigation is underway.

Manufacturer narrative:
Data card evaluation was performed and error messages were observed including a warning: failure to maintain constant force until tone ends (until the end of post cool state) can result in an unsafe condition. Based on the evaluation of the data, the handpiece and system performed as expected. Product sample has been requested for further investigation. The medical reviewer deemed the burn to the patient as not serious.

Event description:
The user facility in (B)(6) reported a patient sustained a burn on the forehead during thermage treatment at rep 385 with the highest energy level used at 2.5. The system produced error code e174, spark for the emission part. Coupling fluid was used during treatment approximately 30ml.